Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "the implant is rigid, heavily contoured and deformed. Baker grade IV, capsular contracture". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported "the implant is rigid, heavily contoured and deformed. Baker's grade IV capsular contracture." The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.